Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering department with an unsigned note that stated, "broken." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing by sounding an audible alarm tone during an alarm condition; however, an e301 (audio alarm failure) alarm was noted in the device history. Although the device passed testing by sounding an audible alarm tone, this issue was evaluated under a formal investigation and it was determined that this was due to a workmanship issue of the piezo alarm by the supplier of the assembly. Corrective actions are being implemented in response to the supplier issue. A new piezo alarm assembly specification and supplier are being developed to replace the existing part and supplier. This report represents all the information known by the reporter upon query by hospira personnel; (B)(4).